Event description:
It was reported that during device change-out for normal eri, the set screw was unable to be removed. After multiple attempts, the set screw was removed and the device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.